Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system and a visitag issue occurred. After merging a CT scan to a fast anatomical map the visitags were disappearing. There were no error codes displayed. The procedure was continued and completed with no patient consequence. The issue is indicative of a reportable event as the visitags disappearing may potentially lead to patient injury.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system and a visitag issue occurred. After merging a CT scan to a fast anatomical map the visitags were disappearing. Field service engineer (fse) contacted the bwi representative regarding the issue. Fse advised bwi representative to reload the carto application and use a default template for the next case as well as change the transparency of the merge image to see if it was hiding the visitags. Fse reviewed proper registration workflow with the bwi representative. The bwi representative informed fse that next case is about six weeks away so she or the account could not try troubleshooting until then. Service was declined. The history of customer complaints associated with carto 3 system was reviewed. There was not any additional complains that may be related to the reported issue. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.